Event description:
It was reported the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to disassociation. The liner disassociated from the cup. The liner and cup were explanted.

Manufacturer narrative:
(B)(4). D10: unknown cup unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; d5; g3; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and review of the available records identified the following: single ap view of the bilateral hips demonstrate right total hip arthroplasty with screw fixation of the acetabular cup. Normal acetabular inclination angle. No radiolucency. Question mild heterotopic ossification along the acetabular superiorly. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Corrected: a1; a2; a5; b1; b2; b3; b5; b6; b7; d1; d2; d3; d4; d6; d10; e1; g2; g3; g4; h6; h8. (B)(4). D6a - implant date: unknown month and day in 2024. D10: cat# 00625006525 lot# j7298651 bone scr 6.5x25 self-tap. Unk avenir size 3 taper 12/14. Unk cocr 32mm femoral head. G2: foreign: australia.

Event description:
It was reported the patient underwent a hip procedure on an unknown date. Subsequently, the patient was revised due to pain and instability. Attempts have been made and no further information has been provided.